Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that the last few days she had not been able to go to the bathroom and her ankles were swelling. The patient clarified that she has the stimulator for incontinence and the inability to go to the bathroom is a return of symptoms. The patient stated that she has never experienced the ankles swelling before. The patient stated that she contacted the healthcare provider (hcp) who suggested she lower the stimulator and contact her manufacturer representative (rep). The patient stated that she didn't know the rep's name but was given their phone number. The patient stated that she tried calling that number but was unable to get through. Patient services reviewed patient services role and reviewed the process to contact a rep through the hcp. Patient services reviewed programming consideration. Patient services offered to walk the patient through turning down stimulation. The patient lowered her stimulation from 0.8 to 0.6. The patient was redirected to follow up with their hcp for the following reason: to discuss symptoms and programming. No further complications were anticipated/reported.